Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the suspected cause was fibrosis around the tip. This lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.